Event description:
The duett sealing device was deployed following an interventional procedure, via a 5f sheath in the left common femoral artery. Ten minutes post deployment, the patient experienced a retroperitoneal bleed with symptoms including flank pain. A cat scan was performed. Treatment consisted of surgical intervention. The event was resolved with no further complications. It has been noted that the lot number identified by the reporter was expired at the time of use.